Manufacturer narrative:
Upon receipt of the unit, visual and functional evaluations were performed. Visual examination revealed that the proximal soldered end of the coil with the socket ring was still attached to the distal tip of the device positioning unit (dpu). The coil was severed from the proximal end. The detachment fiber did not receive heat and was still intact. Therefore, based on our evaluation performed in-house, the most likely root cause of the coil separating from the soldered proximal end of the coil occurred during the repositioning of the coil into the aneurysm and the retraction to remove the coil. The coil most likely was entangled into the coil mass which then stretched during removal. The coil did not detach as reported in the complaint description. The stretched coil was cut at the groin. No material defects were found to the proximal end of the coil's soldered area and the dpu passed electrical tests. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Per received report: several coils had already been implanted. As the last coil was deployed, the coil appeared to detach prematurely during repositioning into the microcatheter. As the coil was pulled and stretched, a gooseneck 7mm snaring device (manufactured by ev3) was used to retrieve coil. The attempt to retrieve the coil was unsuccessful so it was cut off at the groin leaving the tail to endothelialise. Additional report indicated that the patient was doing fine and sent home. Aspirin and plavix 75mg were prescribed until patient is reviewed.